Event description:
It was reported by service report that the bed would not power up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power switch not turned on. Power switch turned on and customer informed to check for power switch position.